Event description:
Event description guidant received information that this pacemaker had stored ventricular tachycardia electrograms that were actually noise. There is no noise on the atrial channel. Both leads are non-guidant products. The caller noted the device was programmed to sense in unipolar mode, but pace in bipolar mode.

Event description:
Guidant received information that this pacemaker had stored ventricular tachycardia electrograms that were actually noise. There is no noise on the atrial channel. Both leads are non-guidant products. The caller noted the device was programmed to sense in unipolar mode, but pace in bipolar mode. Additional information was received that this device was explanted and returned due to normal battery depletion.

Manufacturer narrative:
Technical services advised to test for noise with isometrics and pocket manipulation. If there is no noise, the caller should program the lead back to bipolar sensing. Also, the caller should turn off the autosense feature and program the device to a standard sensitivity. No further information available. This event will be reopened should more information be made available. Upon receipt at boston scientific crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. The device header was examined under a high power microscope, the seal plugs and adhesive appeared normal and seal appeared to be intact. The device tip and ring setblocks were checked with pin gages and were within normal limits. The device setscrews moved freely with no binding. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.